Manufacturer narrative:
The motor error alarmed during rewind due to corroded motor home switch. They were unable to confirm the compromised force sensor system alarms due to the motor error alarms. The pump had a cracked reservoir tube lip and cracked case near the display window corners noted during the visual inspection. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump.